Event description:
The customer reported that the side-firing fiber forward fired at 25,306 joules during a prostate procedure. The procedure was completed with a second fiber. No patient or end user injury was reported. The patient outcome was reported as "good".

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.